Manufacturer narrative:
Device analysis report attached. This report is submitted on march 15, 2024.

Event description:
Per the clinic, the patient experienced skin breakdown and infection at the implant site (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The patient was also hospitalized and was treated with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.